Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) and healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (20 mcg/ml at an unknown dose) and morphine (5 mg/ml at an unknown dose) via an implanted pump for spinal pain. It was reported that on (B)(6) 2023 there was a pump memory error and the pump was reset to minimum rate. It was reported that the pump was in safe state and was at minimum rate. It was reported that the reservoir was checked and the expected to actual was correct. It was reported that they were trying to update the pump but were stuck in reservoir pending change alert so they were unable to. After troubleshooting, it was found that adding an erroneous information for the personal therapy manager (ptm) helped them to update the pump and get the pump out of minimum rate. It was reviewed that the reservoir was set back to the appropriate level and that they were able to update with the correct infusion and all issues were resolved. It was reported that patient symptoms did occur including withdrawal and "infection cause antibiotic". (B)(6) 2023 e1 (rep) document contained no new information. Additional information was received from a healthcare provider (hcp) reporting that the cause of the pump memory error was possible date left in memory. It was reported that pump memory error did not occur while the pump was being updated. It was further reported that the question was withdrawal versus loss of coverage. Oral medications did not resolve the patient's symptoms and withdrawal should have responded.